Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 07-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 3m g/ml dilaudid at 1.7354mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had their pump and catheter explanted due to an infection on (B)(6) 2019. No further complications were anticipated/reported.